Event description:
The user facility reported that four cases of post-operative eye infections occurred in the past month which the user facility attributed to instrument packs used in the surgery. Two of the packs were sterilized in one sterilizer and the other 2 were sterilized in the second sterilizer. The user facility stated they believed their steam sterilizers were operating properly but requested that steris check the performance of the units to verify such. The user facility would not share any details regarding patients' medical or treatment information. No procedure delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the 2 sterilizers, including the steam generators, control systems, steam temperature, and found both sterilizers were operating properly; no issues noted. The technician ran processing cycles in each sterilizer using biological indicator test kits and bowie-dick test packs which passed. The units were returned to service and no further issues have been reported with the equipment. The sterilizers are under steris maintenance and the last preventive maintenance was performed on (B)(6) 2011 when both units were found to be operating properly. The user facility confirmed that the bi test kits and bowie-dick tests for the processing cycles in which the instruments used in the patient procedures were processed evidenced passing results. It is concluded that there was no malfunction of either sterilizer; both were fully inspected, tested and found to be operating properly and that use of the sterilizers did not cause or contribute to the events reported by the user facility. Steris has scheduled in-service training for (B)(6) 2012 to observe the user facility's practices to ensure adherence to the device instructions for use.